Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 159 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Customer reported that moisture can be seen underneath the lcd display screen. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.